Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the guidewire was stuck inside the catheter. The target lesion was located below the knee. An amplatz 0.35 guidewire and angiojet zelantedvt clothunter were selected for use in a thrombectomy and venoplasty procedure. During the procedure, when approaching left tibial vein, it was found that the guidewire was kinked and then became entrapped in the angiojet catheter. The guidewire and catheter were removed together and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the guidewire was stuck inside the catheter. The target lesion was located below the knee. An amplatz 0.35 guidewire and angiojet zelantedvt clothunter were selected for use in a thrombectomy and venoplasty procedure. During the procedure, when approaching left tibial vein, it was found that the guidewire was kinked and then became entrapped in the angiojet catheter. The guidewire and catheter were removed together and the procedure was completed with another of the same device. There were no patient complications as a result of this event.